Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Investigation revealed that there was no system malfunction. Engineering evaluation determined that there was no system malfunction. The system functioned as expected and the cause of the issues was user error. Review of the log files showed that the CT scan format was inappropriate for our robot. The scan description shows that it is sagittal instead of axial as required. The slice thickness is 2.5mm instead of the required 1mm. In addition, the scan type was mislabeled. Our imaging compatibility document details the imaging requirements and was not followed by the user in this case. The images were used for the case and the first screw attempted was not placed according to plan, causing the surgeon to modify it. The user placed the remaining screws free hand without use of the system. The user manual instructs the user on how to maintain navigation integrity. There were no adverse effects to the patient.the cause of the reported issue was traced to user technique.

Event description:
The surgeon first did a 3 level xlif, and screw placement to follow. The plan was a pre-op case t8 to s2 open procedure. The scan that was uploaded to the robot was flipped, the surgeons planned the screws with this in mind. They wanted to try doing one merge, with drb in the psis. I recommended we split up the case, with placing drb on l1 and merging the levels above. Then move on to the lower levels. They all wanted to try the one merge. So when placing screws l4 left went to l4 left but showed as the right screw on the screen. The surgeon placed t8 screws and then placed t9 left screw and felt the navigation was off. The landmark checks were good but the screw was misplaced. They removed the screw and decided to free hand the rest of the screws. After reviewing the case, it was noted that the scan uploaded was a reformatted CT scan and was in addition flipped. In conclusion, I explained to the surgeon that the scan was not optimal and that our reference base was too far from patient anatomy. Wanted to submit to see if any other issues could be seen.